Event description:
It has been reported to philips the device displays application error and is inoperable.

Event description:
It has been reported to phillips that the device displays application error and is inoperable.